Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor was tested outside of the device and passed. Unable to confirm excessive no delivery alarm and low reservoir alarm due to motor error alarm. The insulin pump passed displacement test, self-test and a21 error all operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and cracked case near the display window corners noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error; the device has also alarmed no with no delivery alarms and prompts the beginning of the rewind process. The patient's blood glucose at the time of incident was 469 mg/dl; the customer did not treat yet since she was going to call her health care professional to ask how much insulin to manual inject. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The customer was able to rewind the device. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.